Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was troubleshooting the arctic sun device and the unit displayed that it was not working. The biomed was unable to empty the arctic gel pads. The device stated that there was water left on the pads.

Event description:
It was reported that the biomed was troubleshooting the arctic sun device and the unit displayed that it was not working. The biomed was unable to empty the arctic gel pads. The device stated that there was water left on the pads.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.